Event description:
It was reported that during implant the implantable cardioverter defibrillator exhibited backup operation. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation. The root cause of the complaint was due to a parity error. No further anomalies were found.